Manufacturer narrative:
Citation: calafiore et al. Late tricuspid regurgitation and right ventricular remodeling after tricuspid annuloplasty. J card surg. 2020 aug;35(8):1891-1900. Doi: 10.1111/jocs.14840. Epub 2020 jul 11. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding late tricuspid regurgitation and right ventricular remodeling after tricuspid annuloplasty. All data were collected from a single center from may 2009 to december 2015. The study population included 423 patients (predominantly female, mean age 52 years). Multiple manufacturer¿s devices were implanted in the study population; an unspecified number of patients were implanted with a medtronic duran annuloplasty band (no serial numbers provided). Among all patients, five deaths occurred within one month of implant and 26 deaths occurred during the mean 41-month follow-up (18 from cardiac or unknown causes and eight from non-cardiac causes). Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: severe residual tricuspid regurgitation, stroke, and acute myocardial infarction (mi). Stated interventions included intra-aortic balloon pump, extracorporeal membrane oxygenation, continuous renal replacement therapy, and reintubation in the intensive care unit. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.